Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the caller indicated that the patient was having difficulty connecting to the ins with the handset. The caller speculated that it may have been related to the patient having the recharger icon displayed in the notification bar of the android handset. The caller had asked the patient to close the recharger app and then retry, the patient had not responded so the caller assumed that the issue was resolved. The caller was not with the patient. Tss reviewed information about recharger and communicator use. Additional information was received from the rep. Rep reporting the patient has had issues connecting to their recharger, as it is giving a code 2712 on the recharger app and taking awhile to connect, for the last two months. Rep states the patient does not have the recharger with them at the time of call. Tss advised rep to have the patient reset the recharger and call ps if the issue persists. Mdt rep called in today and noted that the pt has had several issues that have been 'dragging out for 7 months'. Caller states that they sent in logs/files for this pt yesterday and spoke with tss for about an hour about the situation. The caller states this situation has the potential to ruin their business with the doctor. The caller states all the pt's externals have been swapped/replaced and issues persist. The caller states they received an email from pt's doctor an hour ago where the doctor discussed replacing the ins because it seems like the pt can connect handset to communicator but the communicator to ins or their wr to their ins are the issues. The caller notes the doctor wants to know what the potential financial repercussions would be should the ins be explanted, analyzed, and found to be within normal working parameters. The caller asked if logs/reports could be analyzed by friday. Agent sent email to caller with warranty info via outlook. Re opening case to change case owner and attach log and mdt reports. Additional information was received from the patient (pt). Pt reported they don't know the cause of the issue. Other than texting their rep, pt has had no answers. The issue has not been resolved.

Manufacturer narrative:
B3: event date is date valid continuation of d10: product ID wr9230, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports that someone from engineering is going to work with the rep on a follow-up appointment today with the patient. The caller stated that engineering requested that the rep provide another remote and recharger for the patient to troubleshoot the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports no additional troubleshooting has been done to resolve the issue. The rep recently heard from the engineering team that there was no "smoking gun" in regards to the external devices and why they were not functioning as they should. Rep reports that engineering recommended to follow up with the [manufacturer] warranty to see what next steps might be. Rep reports they have not discussed this with the health care provider as they have played phone tag with the doctor for the last two weeks.

Event description:
Additional information was received from the a manufacturer representative (rep) clarifying that this issue was replicated. The new system they provided also exhibited similar connectivity challenges. No root cause was identified. Additional investigations are ongoing to evaluate all the potential causes .the issue remains unresolved as the replacement system did not result in substantial improvement. The current investigation plan is to explore the implantable neurostimulator (ins) antenna tuning range. This hypothesis is based on the fact that the clinician programmer app communicates reliably with the ins, while the patient app does not. The difference may lie in the antenna design and strength.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.